Event description:
A malfunction was reported by the caller for the pump, identified with a malfunction code 16. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the caller with resetting the pump. After the reset, the malfunction did not recur, and the customer was advised that they may continue using the pump and to call back if the issue recurs.